Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no damage. The pads on the electrodes were removed as well as the fiber and gel dried gel residue that remained. Continuity testing was performed and good continuity was observed across the surface of all of the electrodes. Additional continuity testing was performed and good continuity was observed between all electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. Corrected data: d4 model # updated from 4248 to 4248-9.

Event description:
The customer reported the psi was higher than normal range. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the psi was higher than normal range. No patient impact or consequences were reported.